Event description:
Reporter is diabetic and had fainted at home and was taken to the hospital by ambulance. Reporter's dr. Was on call that evening but never saw them. Instead, a pa attended them. Reporter went back for a follow up and they insisted that reporter get an accu-chec from a specific drug store in the area. Reporter has been receiving their diabetic supplies from another source for some time prior. When reporter got this machine it would not work properly. Called factory and found that the test strips were illegal to sell in the u.s.. Reporter took them back all except the machine and the unused portion of strips. The pa had reporter and reporter's spouse believing that they were about to die at any moment. Reporter called the lab because the machine would not work properly and they helped them to set it and at the same time had reporter give them the lot# and ref.# which is how reporter found out that the strips were illegal to sell in the u.s.. The pa had given reporter a years rx and was adamant that reporter get these supplies at that drug store.